Event description:
Pt came in for surgery in 01/2005: IV started in hand (exact hand unk)-alcohol prep was used, catheter taped down using micropore tape (pt has no known allergies to adhesives) IV catheter was in place for 3 hrs-infusion was lactated ringers with interoperative meds bp flunctuated during surgery-(patient was diagnosed with high blood pressure about 40 days ago and was put on bp meds) pt experience vomiting post surgery in 2005 face was red, but no fever-pt c/o nausea every morning and light-headness pt developed redness @ insertion site two days later "looking like a bug bite", about 1/4 inche bp taken @ physician's office was 150/104-bp meds were adjusted @ that time-antibiotics and topical cream were prescribed for the redness/bubbling @ IV site. Previous medical history according to pt over a year ago pt had a similar incident in which IV site became red, a red streak developed up arm, and hand became blue/black-intocan safety was used for that surgery. A second surgery was performed later, but a different MFR's IV catheter was used, without incident.